Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt lost weight and the ipg had become superficial. The physician removed and replaced the ipg in addition to revising the ipg pocket. Effective coverage was obtained postoperatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Add'l info - 1627487-12192011-003-r. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.